Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage to device or connector pins. Additional visual inspection shows saline residue in the tubing. The device was attached to a 68000-generator using the bypass startup, the device was connected and was recognized. Using the gauze test, a couple of ablation cycles were initiated with no issues observed. There was no saline flow observed from the jaws when attached to 300 mm/hg pressure cuff. The device was cut apart and the flow restrictor is blocked by a rust-like fm. The event description indicated that there was saline present. Reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mitral valve bioprosthesis replacement combined with a maze procedure for atrial fibrillation, the cardioblate lp standalone device was used for ablation at the bottom of the left atrium. The device indicated ablation completion prematurely or triggered a high impedance alarm in less than five seconds of clamping. After releasing the clamp and readjusting the position or connections, similar issues persisted. To ensure procedural safety and effectiveness, the ablation device was replaced, after which no similar issues occurred and the surgery was successfully completed. No patient complications have been reported as a result of this event. Medtronic received additional information that high impedance was reported 7 times. And saline was present at ablation sight. And the operator is experienced with use of this device. Left atrial base, left atrial isthmus, right pulmonary vein vestibule. Medtronic received additional information via analysis of the returned device that there was no saline flow observed from the jaws when attached to 300 mm/hg pressure cuff.